Event description:
Please refer importer report 3009107511-2013-00004.

Manufacturer narrative:
Exemption number (B)(4). On 11/28/2011, the FDA granted the permission for the manufacturer fidia farmaceutici s.p.a. To submit a single MDR for adverse events that involve medical devices manufactured by (B)(4). And imported into the USA by fidia pharma USA, inc. As a consequence, (B)(4). (The manufacturer) is submitting this report on behalf of (B)(4). (The importer). The present MDR report (coming from literature) satisfies the reporting obligations for both companies. Pharmacovigilance comment: this is a spontaneous case report by literature for which the commercial name of the product hyaluronic acid-based that caused the adverse events was not identified. In this patient, ha material was found into the deep vessels. In the literature have been reported case of adverse reactions to injectable soft tissue fillers. In this case, it seems that the events occurred following to an accidental injection of hyaluronic acid into the vessels.